Manufacturer narrative:
Correction: the aware date on the initial regulatory report should be (B)(6) 2018. The returned valve was patent. The valve met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. However, the valve did not meet the requirements for reflux testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the valve had been set to 1.5, but no fluid flowed distally. The cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, it was discovered that the valve was defective so it was not implanted. There was no know impact or consequence to the patient.